Manufacturer narrative:
(B)(4). Concomitant medical products: cat#195217; lot#835130 - vngd xp intlk fmrl lt 67.5 mm, cat#195253; lot#915690 - vngd xp inlk pri tib tray 83 mm, cat#195376; lot#868250 - vgxp xp e1 tib brg ll 11x79. Related MFR reports: 0001825034-2017-10895, 0001825034-2017-10897, 0001825034-2017-10900. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the medical records indicates that the surgeon noted no complications during surgery. Surgical notes were not provided it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent left knee surgery on (B)(6) 2014. Subsequently, post-operative pain and other experiences were reported at the follow up visits: 3 month phone follow up - moderate continual pain; 6 month - eq5d - problems walking, problems washing/dressing, problems performing usual activities, moderate pain; and mkss - moderate pain with the use of crutches or walker.